Event description:
The customer reported that the device is displaying the service, low power and charge pak icons and that the device will not turn on. The reported problem was found during routine device inspection.

Manufacturer narrative:
Physio-control will evaluate the device upon receipt in redmond. Physio-control will submit a supplemental report on this event to the FDA as provided.